Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.

Event description:
Customer reported the system would not fluoro. No pt or staff injury was reported.